Event description:
Caller states the pt tested >8.0 inr on the coagucheck s system and 4.47 inr on a comparison lab. Coumadin was held based on device result, but remained held based on lab. No adverse event reported. Requested return of suspect device and replacement was sent.